Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for microorganisms too numerous to count. The following microorganisms were identified; corynebacterium aurimucosum, staphylococcus haemolyticus, and corynebacterium tuberculostearicum. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury reported.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in a steris ie automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution. No other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations were observed in regard to aseptic or sterile techniques during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on april 12, 2023, to perform an observation of the reprocessing techniques. When leak testing, the facility technician moved the elevator during the first thirty (30) seconds. A secondary leak test was not performed by the facility technician until advised to do so. All processes were completed properly. The observed finding was that the time was not accurate per process. Suction was performed per instructions from medivator (cantel) scope buddy plus unit. Medivator (cantel) does not require a suction cleaning adaptor and instructs the customer to use a channel plug instead of covering the suction cylinder opening. Flushing process was completed with the medivator (cantel) scope buddy plus unit. The department used a steris 1e automated endoscope reprocessor for the scope. The ess could assume the process was followed per steris guidelines. A test strip was loaded with the scope to confirm efficacy of the disinfectant post processing. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation after sampling. The forceps elevator/lever wire was cut. The plastic distal end cover body was damaged, and the arm and arm cover were missing. The nozzle, bending section cover, and bending section cover glue were missing. The scope leak check, plastic distal end cover insultation, guide wire tension test, and catheter test could not be performed due to missing parts. The bending section cover glue was missing at the control body side. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Corynebacterium tuberculostearicum is a ubiquitous environmental bacterium that colonizes human skin. Staphylococcus haemolyticus is a gram-positive, low concern coccibacterium. It is a commensal human skin flora inhabitant, but also colonizes domestic animals. S. Haemolyticus is increasingly reported as opportunistic pathogen in hospitalized patients¿ infections, i.e. As it displays a tendency for antibiotic resistance corynebacterium aurimucosum is a gram-positive typical colonizer of the human dermal layer and therefore rarely associated with hais and has no known connections to ercp infections. No delays were observed between the end of procedure and the start of manual cleaning. The endoscope did not show deviations / non-conformities during visual inspection during the sampling process. No deviations were observed during the sampling process. All 12 required scope sampling points were sampled. Growth was recovered from 4 of the 12 sampling sites. The microorganism identified during destructive sampling did not match nor confirm the originally identified corynebacterium aurimucosum, staphylococcus haemolyticus or corynebacterium tuberculostearicum. Instead, bacteria of human non-gi origin (staphylococcus capitis, staphylococcus hominis) and waterborne (micrococcus lueus) were identified all low concern (lc) organisms. Since none of the recovered organisms are associated with native gi microflora, it is likely that the observed contamination is not related to the patient use but may be attributed to the reprocessing and / or sampling environment. None of the species found here are listed as high-concern, but are considered action-level due to their colony forming unit (cfu) count over 100 is. Based on the sponsor¿s literature research, none of the listed species have been described in literature as being associated to contamination or patient infection related to ercp. Due to a lack of any gi (gastrointestinal) associated microbes, it is likely that the observed contamination is not related to the patient use but may be attributed to the reprocessing and / or sampling environment. The exact cause, however, could not be identified. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. This report will be supplemented if additional information becomes available at a later date. Olympus will continue to monitor the field performance of this device.